Event description:
Patient being prepared for surgery in mayfield skull clamp. Mayfield pins placed into clamp and head. Mayfield set to 50 lbs of pressure. While being positioned, patient head slipped and 2 inch laceration noted in left temporal area. Clamp removed and physician cleaned wound, sutured laceration and applied dressing. Second mayfield skull clamp and pins applied as well as 50 lbs of pressure was set without incident. Surgery was completed without any complications.